Event description:
2 of 2 reports. Other mfg report number: 3013886523-2022-00488. A facility reported that on (B)(6) 2022, a certas valve (ID 828806) was implanted. On (B)(6) 2022, the patient was again admitted in emergency department with csf leakage. No improvement was achieved by reprogramming certas. The valve was surgically tested by distal irrigation. The valve did not work. Suspecting clogging of the valve, it was explanted (mfg report number 3013886523-2022-00488) and replaced with another certas (unknown ID). Patient developed a csf infection despite low protein levels. The valve was explanted. Since then, the patient has been in the ICU with an external drain and a new valve will be implanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Certas valve was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.